Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service (cs 064) issue. The reporter stated that the patient had a blood glucose (bg) of 15.7mmol/l with extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient did not receive more than one cs alarm. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: the black box history for the event had been overwritten due to continued use of the device. The available black box history shows no evidence of call service 064 alarms. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The display screen was discolored. The battery compartment was cracked.